Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the cartridge had not been removed while pumping. The cartridge was reloaded resolving the issue. Customer's blood glucose level was not impacted by this issue.